Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the device, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of this condition may occur under the following conditions. One: application over tissue that is beyond the recommended thickness range. Two: application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg, upon the first fire a metal component disengaged from the device.. Nothing fell into the cavity. The metal part was sent for an investigation as well. ( idrive was used for the handle.) The incident did not occur with other reloads of the same lot number. Gender: male. Age: (B)(6). Weight: not provided. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Additional information requested via email 1. Did the stapler still cut the tissue? Yes. The device was fired normally. 2. How was the incomplete staple line fixed (over sewed, resected & re-stapled, conversion to open procedure, etc)? The staple line was fine. 3. Did staples deploy? Yes. The device was fired normally. A) were they formed properly? Yes. The device was fired normally. 4. What is the serial number for the idrive used in this case? C2014h490 5. Please confirm that product will be returned for investigation. Yes. 6. Was any reinforcement material used in conjunction with the stapling device? Not available. 7. If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material?